Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na and k for gen.2 on a cobas 6000 c (501) module. The sample initially resulted in a na value of 84 mmol/l. The sample was repeated on a different c501 analyzer, resulting in a na value of 137 mmol/l. The sample initially resulted in a k value of 2.6 mmol/l. The sample was repeated on a different c501 analyzer, resulting in a k value of 4.1 mmol/l. The repeat results were deemed correct. The questionable results were reported outside of the laboratory. The na and k electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
Calibrations performed on the date of the event were successful without alarms. Quality control results for na and k were within 2sd. Upon review of the alarm trace "ise noise", "ise calibrations", and "ise diluent short" alarms were observed. The field service engineer verified the gear pump and cuvette water pressure were within specifications. A mechanism check was performed and confirmed adequate cell rinse volume. Ise components including pinch tubing, electrodes, and reagents were inspected. The field service engineer found the k electrode not plugged in completely and the ise sipper was not centering over the rinse station. The connection was reseated and horizontal adjustments on the ise probe and sipper were performed. Precision testing and ise and mechanism checks were performed with acceptable results. The customer ran calibration and quality controls. The results were within customers' defined ranges. The investigation determined the service actions performed resolved the issue.